Event description:
The pt got an infection. The revision surgery didn't take place because the pt got a medicament for the infection. Cement didn't fix on the tibia component.

Manufacturer narrative:
Document review: gmk primary fixed tibial tray code 02.07.1203r/lot112080 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing an sterilization cycles. Twenty five items belonging to this lot have been already implanted and no incidents have been reported up to now. Gmk primary ps insert size 3 height 10 mm code 02.07.0310psf/lot113001 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Five items belonging to this lot have been already implanted and no incidents have been reported up to now. Gmk primary ps cementless femur (not FDA cleared): code 02.07.2103r/lot111286 ((B)(4) femurs produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Four items belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection occurred is highly unlikely. In case of any news concerning the case, a follow up will be submitted.